Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A technical support specialist (tss) found that the zone for the drawer was not marked as preselect. Once corrected the configuration, the drawer opened normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open. The customer confirmed that after tapping the issue button, the screen did not proceed with the issue process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.